Event description:
One hour after having chemotherapy there was no air gap in the secondary line of the adria/vincristine line and the drug had backflowed into the primary IV 250 of ns. The primary IV line was clamped prior to the infusion of the chemotherapy. Manufacturer response for carefusion IV tubing, carefusion primary IV (per site reporter): they will be retrieving the product for their evaluation.